Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. A philips field service engineer (fse) inspected the system on-site and identified an issue with host pc. To resolve the issue, the fse replaced the host pc. The system was returned to use in good working order and ready for clinical use. The host pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.